Event description:
During a lap appendectomy procedure, the surgeon transected the mesoappendix with one firing of the stapler. He asked for an additional reload to transect the appendix. He fired the instrument and noticed that the appendix ha been transected but staples where not formed on either side of the cut line. The endocutter was given back to the surgeon with the previously fired reload and he fired through the safety lockout of the reload. Another instrument was used to complete the case.